Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 27th august, 2018 getinge became aware of an issue with one of surgical light. As it was stated, the handle broke. The circumstances under which the issue has occurred are unknown, however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. There is no information if during the event occurrence the device was or was not being used for patient treatment. Unfortunately, due to the limited information available, we were not able to establish the exact root cause and sequence of events, which have led to the issue covered by this investigation. As already explained in the previous parts of this investigation a surgical light, which played a role in this incident, is considered as a legacy device. Received report stated that upon examination of the light it appeared that the handle of the surgical light broke, what can indicate that a prolonged usage of the part and likely lack of maintenance could have led to the incident occurrence.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an issue with one of surgical light. As it was stated, the handle broke. The circumstances of the issue are not provided yet however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).